Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during insertion in medical imaging, the tip of the sheath "gathered up on itself". A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.